Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The needle broke off inside the patient. The surgeon was unable to find and retrieve the broken needle tip and elected to forego efforts to find it. This resulted in physical pain and suffering.